Manufacturer narrative:
Products remain implanted and pt is receiving adequate therapy from the system. This is the final report.

Event description:
The pt reported incontinence problems. A lead revision was performed to move the leads. The lead revision resolved the reported issue.